Event description:
Allegedly, patient revised due to pain, loosening and alval mom complications.

Manufacturer narrative:
After the initial report, it was determined that loosen should be added to the incident mode.